Event description:
It was reported the patient had a shocking or jolting sensation in her backside that started three weeks prior to date of this report. It was reportedly, 'uncomfortable to the point of being painful' and occurred even when the stimulation was turned down. It was also stated the painful sensation happened 'all day long.' The patient denied any trauma. The patient was advised to shut the device off and follow up with her health care provider. Two days later, the patient reported to have shut the device off, which helped stop the shocking sensation, but then felt pain in her 'bottom' as well as 'the lower part of her back.' The patient had a follow up appointment scheduled next on (B)(6) 2013. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3080, lot# l80979, implanted: (B)(6) 2000, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that reported the patient had a urinary tract infection. It was added that on (B)(6) 2013, the patient still experienced shocking sensations. It was stated that the patient had tried to turn the stimulation off but when she did, she still had ¿flowing.¿